Event description:
Asr revision. Left. Asr hip resurfacing. Reason(s) for revision: pain / noise / clicky sensation / limited range of movement. Update - the surgeon cannot retrieve the stem details. Update - marked as legal, attached legal letter, added patient name and patient date of birth. Taken from legal letter dated (B)(6) 2015. Patient name : (B)(6). Patient date of birth : (B)(6) 1930. Update: 19 may 2015. Updating with (B)(4). Adding stem details. Taken from (B)(4) update 15 may 2015. ((B)(4)).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).